Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2011. Voltage fluctuations were observed during this period. Multiple temperatures are recorded below the recommended minimum operating temperature. The device failed multiple self-tests due to a low battery between (B)(6) 2011 and (B)(6) 2013. The device was then returned to a warmer environment and passed a self-tests up to the (B)(6) 2016. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The low temperatures would have contributed to the low battery fails detailed in the report. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.